Event description:
Per the report received from saudi arabia, this mitris resilia valve model 11400m29, implanted in the mitral position, was explanted intraoperatively from a patient due to a moderate regurgitation, as observed on transesophageal echocardiography (tee). Reportedly, a normal leaflet mobility with no additional abnormalities was observed on tee. However, upon explantation, it was detected that the edge of one leaflet was adherent to itself, resulting in reduced effective leaflet height. This led to inadequate central coaptation and likely contributed to the observed insufficiency. Another 29 mm bioprosthetic valve was implanted in replacement. The procedure was further complicated by the need to replace a previously functioning non-edwards sutureless aortic valve, increasing bypass and cross-clamp times. The patient developed significant coagulopathy, required va-ECMO support to come off bypass, and underwent re-exploration for ongoing bleeding. As per the latest update, the patient was awake with bleeding controlled and remaining on ECMO support.

Manufacturer narrative:
H11: additional manufacturer narrative: device evaluation anticipated, but not yet begun. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.